Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead, the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Approx 20 nst episodes with v-v intervals less than 220 ms from (B)(6) 2016. 7510 v-sics since last session 8.9 days ago. Lead failure predictor triggered on (B)(6) 2016 for v-sics and nsts. Right ventricular pace impedance steady at approx. 480 ohms through (B)(6) 2016, rises out of range by (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered due to intermittent high impedance and oversensing noise on the right ventricular (rv) lead. Save-to-disk (s2d) showed there was a sudden lead impedance increase. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.